Manufacturer narrative:
One medusion pump was received in good condition with no appearance of any physical damage. The event history log was reviewed and there was no evidence of the reported issue. An accuracy test as well as calibration verification on the sizes and position were conducted. The event history log was reviewed and it could be seen that the customer programed the pump with ml/hr and at 1ml/hr. The pump started running at 2:26 am and ended with volume of 7.979 at 14:41pm which is about 12 hours. The pump delivered just about 8ml in 12 hours, but during infusion of the syringe, the customer stopped the pump multiples times and did not start the infusion right away. If you subtract the time pump was idled during the infusion, then the volume delivery came out correctly. The pump passed the accuracy test and all the reading of sizes were within the required specification. Pump operated as intended and the issue was caused by user error. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump's volume delivery was off. In 12 hours, a patient got 8mls, but should have received 12mls. There was also a "maintenance recommended" error alert. There was no patient injury.